Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient had an incident where they got out of their car while it was still in gear and the car almost ran them over. Trial patient stated not long after, they had a bowel movement accident on themselves and had been having a lot of pain since. It was noted that pain increased when they increased stimulation and that they thought they might have moved a wire. Patient also stated they were having trouble with their programmer, but was successfully able to decrease stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that on (B)(6) 2017, and impedance check was good, amplitude was increased from 1.4 to 2.2, and the patient it in their vaginal area. It was noted the patient fell off a trailer a week prior and had soreness from the fall. No further complications were reported/anticipated.